Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified artery. A 15mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres for 20 seconds. The device was removed without any problem and the procedure was completed with another of the same device. The patient is in good condition after the procedure.